Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged history issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, the bolus history was not being completely displayed in the pump history. Although requested, the customer did not upload the pump data for tandem technical support to perform a review to determine a possible cause. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.